Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to a toe infection or a myocardial infarction; however, the exact cause of death remains unknown. Prior to death, the patient was hospitalized for an unrelated issue. Therapy was ongoing until the time of death. It was unknown if the patient was performing therapy at the time of death. It was unknown if an autopsy was performed. There were no overfill events prior to the patient¿s death. No additional information is available.